Manufacturer narrative:
Assessment/investigation by merz: the batch record review for radiesse (+), lot: a00261870, contains no nonconformance reports (ncr) or corrective/preventative actions (CAPA) related to this lot. A lot search in the global safety database was conducted on the reported lot and no additional cases were noted; therefore, this is below the threshold defined by gqp62104 and no additional action is required. A review of trending for radiesse (+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, (B)(4), on (B)(6) 2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered to be serious, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. Corrective treatment included 10 ml flush, aspirin, pantrox (as reported), viagra, 15 minutes of massaging the area, lovenox and hyperbaric chamber 1-2 (times a) day since. At the time of this report, the outcome was not reported. The reported event occurred in a compatible temporal and local relationship. The event vascular occlusion is expected based on the currently valid us instructions for use (IFU) of radiesse (+) and can occur after treatment with radiesse (+). Based on the information provided, causality is assessed as possibly related to the treatment with radiesse (+), however, there is no indication that a product-related issue contributed to the event. This case is considered to be serious, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a 43-year-old female patient. The patient was injected with radiesse (+) into the left nasolabial fold (nlf), on (B)(6) 2026 (reported as about a week prior to the report). Batch number was reported as a00261870 (expiry date: 22-mar-2028). The batch record review was received and the lot number for radiesse (+) was confirmed as a00261870 (expiry date: 22-mar-2028). A lot search in the global safety database was conducted. Radiesse (+) was undiluted. Right side was untreated. The patient was likely not a smoker. On (B)(6) 2026, immediately after the radiesse (+) injection, the patient experienced a suspected vascular occlusion (vo) on the left side. Corrective treatment included 10 ml flush, aspirin, pantrox (as reported), viagra, 15 minutes of massaging the area, levonox, and hyperbaric chamber 1-2 (times a) day since. The outcome of the event was considered unknown.